Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned psu powered up without the amber fault light on. A check of the event log revealed an intermittent history of firmware incompatibility dating back to apr 2018. Also, the psu failed an accuracy test (aak) at .49 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the camera was failing accuracy testing. The camera was replaced as a result. There was no patient involved with this issue.

Manufacturer narrative:
Correction: when the manufacturer representative went to the site to test the system the camera was replaced. The camera was returned for analysis. The returned psu powered up without the amber fault light on. A check of the event log revealed an intermittent history of firmware incompatibility dating back to apr 2018. Also, the psu failed an accuracy test (aak) at .49 mm with a passing threshold of .25 mm. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.